Event description:
It was reported that a patient with this pacemaker was admitted to the hospital with a low heart rate of 40 beats-per-minute. An attempt to interrogate the pacemaker was unsuccessful. Surgical intervention was performed to test the system, and when another programmer was used, the pacemaker was discovered to be in safety mode. Additional intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that a patient with this pacemaker was admitted to the hospital with a low heart rate of 40 beats-per-minute. An attempt to interrogate the pacemaker was unsuccessful. Surgical intervention was performed to test the system, and when another programmer was used, the pacemaker was discovered to be in safety mode. Additional intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the device was performed. A memory download could not be obtained when the device was received. Interrogation noted completely corrupted memory. The device was noted to be in boot-core due to power on reset. The memory was corrected by downloading generic accolade firmware into the memory. The device then operated normally. Normal communication with the accolade software on the programmer was noted. The device was programmed to ddd nominal parameters and connected to 500 ohm loads in each chamber. Pg was left to pace into the 500 ohm loads at 37 degree c for 9 days and the pg stayed in primary operation. The pg passed the automated electrical test. Pg case was removed. The battery voltage was monitored during telemetry operations; the voltage did not drop to or near the level where power on resets occur. All current drains were normal. The cause of the safety mode could not be established.